Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to intermittently obtain spo2 and pr readings using a masimo set tester, occasionally displaying the error message ¿sen off." Internal inspection indicated intermittent connectivity between the j2 connector on the system board and j1 on the mx board, caused by bad solder and damage to the connectors.

Event description:
The customer reported intermittent sensor function of the device. No consequences or impact to patient were reported.